Event description:
It was reported in a journal article that 4 patients experienced a hip revision procedure due to due to post-traumatic implant loosening on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: unknown stem, zimmer gmbh g2: foreign ¿ event occurred in italy . G2: literature - el motassime, a., fulli, l., sangaletti, r. Et al. (2025). Trabecular metal technology (tmt) cups in primary total hip arthroplasty: outcomes and survivorship of a large cohort. Archives of orthopaedic and trauma surgery 145, 486. Https://doi.org/10.1007/s00402-025-06063-9. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.